Event description:
53 days after a coronary artery drug eluting stenting procedure the patient expired. The index procedure treated one target lesion. Target 1 was a 3.5 mm vessel diameter, 90% stenosed ostial region of the proximal right coronary artery (rca). The physician predilated the lesion prior to successfully placing one taxus express2 8.8% 3.5x16 mm (lot 6955537) drug eluting stent without complication. The patient was discharged from the hospital the same day as the index procedure receiving asa, and plavix. The site reported that the patient expired 53 days post index procedure. The cause of death was reported to be cva, dementia, and dialysis and was not target vessel related.

Event description:
It was further reported that the patient was discharged from the hospital four days post index procedure and not the same day as the index procedure previously reported. The patient was enrolled in the arrive 2 program on the date of the index procedure. Target lesion 1 (12 mm long) was identified in the proximal rca with 90% stenosis and a 3.5 mm reference vessel diameter. Target lesion 1 was treated with pre-dilatation and placement of a 3.5x16 mm taxus stent, reducing stenosis to 5%. Echocardiogram showed a laminar apical thrombus, an lvef of 29%, and diastolic dysfunction. He was started on heparin and coumadin. The patient was being considered for hemodialysis for renal failure. The patient was discharged four days post index procedure, with improvement in mental status, on plavix and coumadin. The patient's spouse reported that the patient had died 53 days post index procedure. Per the spouse, the patient had been admitted to a rehabilitation facility following a cva 24 days post index procedure. The patient began dialysis for renal failure while in the rehabilitation facility. The patient became demented, refused all treatments, and was discharged home with hospice care 45 days post index procedure. The patient expired at home 53 days post index procedure and no autopsy was performed. In the opinion of the physician there was no relationship between the target vessel and the event.